Manufacturer narrative:
Reference no: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05097. The investigation is ongoing.

Event description:
As reported, this case involved the implantation of a 23mm sapien 3 ultra valve in the aortic position via right transfemoral approach. During the procedure, insertion of the esheath was uneventful. However, while advancing the valve crimped on the commander delivery system, resistance was encountered as it became stuck between the blue and white segments of the esheath+. As a result, the entire system was withdrawn as a single unit. Upon removal, it was observed that one of the valve struts had protruded through the esheath at the junction between the non-expandable and expandable sections. A second valve was successfully implanted using a new kit, and the patient did not sustain any injury related to the event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Two (2) bent struts inwards at the outflow side and three (3) bent struts outwards at the inflow side. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event as resistance was felt during delivery system insertion through sheath (as reported: ''the valve crimped on the commander delivery system got stuck between the blue and white area of the esheath+ during insertion''.). Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.